Event description:
Procedure: laparoscopy. According to the reporter: upon firing across the rectum, staples did not form properly, the instrument tissue stop curved outwards and the surgeon could not take instrument out through port. It was removed with the port and another device was applied. Post op, it was observed that the anvil was bent. Oozing bleeding of under 200cc was reported. No other patient info was available. Additional sulus were applied and tissue was resected. Or time extension was reported as within one hour.